Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was visually inspected. The inspection revealed marks on the ICD housing, most likely caused by electrocautery during device replacement. Next, the device was interrogated, revealing the mos2 battery status. The amount of charge taken from the battery was verified. The battery condition was found to be as anticipated. The memory content of the device was inspected. The inspection revealed the repeated detection of out-of-range shock impedance values of > 150 ohm since september 2025. Therefore, the impedance measurement functions of the device were tested and proved to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Additionally, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal. In conclusion, the ICD was fully functional. There was no indication of a device malfunction. However, the integrity of the lead cannot be assured.

Event description:
It was reported that the device was explanted due to high shock impedance. The report did not specify the status of the rv lead. The procedure was performed without technical support from the manufacturer.